Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, the cartridge o-ring was missing and the customer confirmed the o-ring was not located on the pneumatic tap. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose (bg) level was "high" with small ketones; although specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.